Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string pulled out of three tampons upon removal leaving the tampons inside. She was able to manually remove the tampons and did not seek medical attention.